Event description:
It was reported that high impedance was found on patient¿s vns system. It was reported that the generator was disabled and patient referred for x-rays. The x-rays were not received by the manufacturer for review. Review of manufacturing records confirmed all tests passed for the devices prior to distribution. It was reported that patient underwent full revision surgery due to lead discontinuity and prophylactic replacement for the generator. The explanted devices were received by the manufacturer. Analysis are underway, but have not been completed to date.

Manufacturer narrative:
The previously submitted MDR inadvertently did not mention the reason why the lead was partially explanted.

Event description:
The explanted devices were received by the manufacturer for analysis. The electrode portion of the lead attached to the vagus nerve was not explanted due to an excessively large amount of fibrosis. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegations. Note that since portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The generator was analyzed and the allegation of high impedance was not duplicated. Review of the data downloaded from the generator shows an indication of increased impedance on the date of explant, value of 13630 ohms. The vns programming history database shows the last known diagnostic test was performed on (B)(6) 2014 with an impedance value of 2041 ohms (implant (B)(6) 2014 / explant (B)(6) 2016). Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Analysis confirmed an ifi=no condition for the generator. The data in the diagaccumconsumed memory locations revealed that 47.301% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.